Manufacturer narrative:
(B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the; united arab emirates as follows: it was reported that while the head surgeon of the orthopedic department was doing distal humerus case using the medial plate the repair of the locking sleeve was performed. A 2.0mm drill bit was used to finish the drilling, however; it got stuck while trying to remove it; broke. The hospital informed the sales consultant while collecting the set from the hospital . It was also reported that a small part remaining inside the patient and they couldn't remove it. There were no reports of a surgical delay or patient harm. This report is for 1 of 1 for complaint (B)(4).